Event description:
It was reported that during a stenting treatment procedure, a shaft peeled. Vascular access was obtained via the right femoral artery. The approximately 90% stenosed target lesion was located in the tortuous and heavily calcified left internal carotid artery. A 190cm filterwire ez was advanced to the target lesion. The target lesion was pre dilated with a 3x20mm sterling balloon catheter at 6atms, approximately 12secs. During the advancement of a 8x29, 5f, 135cm carotid wallstent stent delivery system (sds), the technician "felt the roughness of the sds." Upon removal carotid wallstent sds, it was noted that the mid portion of the sds had a "shredded area." The procedure was completed with a 8x31mm wallstent and post dilation with a 5x30mm sterling balloon catheter inflated to 8atms, approximately 12secs. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the stent was fully mounted on to the stent delivery system. Blood was present inside the distal end of the outer sheath. No issues were noted with the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "the safety and efficacy of the carotid wallstent endoprosthesis have not yet been established in patients with highly calcified lesions." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft peeled. Vascular access was obtained via the right femoral artery. The approximately 90% stenosed target lesion was located in the tortuous and heavily calcified left internal carotid artery. A 190cm filterwire ez was advanced to the target lesion. The target lesion was pre dilated with a 3x20mm sterling balloon catheter at 6atms, approximately 12secs. During the advancement of a 8x29, 5f, 135cm carotid wallstent stent delivery system (sds) the technician "felt the roughness of the sds." Upon removal carotid wallstent sds it was noted that the mid portion of the sds had a "shredded area." The procedure was completed with a 8x31mm wallstent and post dilation with a 5x30mm sterling balloon catheter inflated to 8atms, approximately 12secs. No patient complications were reported and the patient's status is listed as ok.